Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 17-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the glucose readings is getting with the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 248 mg/dl fasting and 245, 300 and 188 mg/dl non-fasting. The customer¿s expected fasting blood glucose test result range is 130-135 mg/dl and expected non-fasting blood glucose test result is 150 mg/dl. The customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 03/23/2022 and open vial date is (B)(6) 2020. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 26-jan-2021: d10/h3/h6: product returned for evaluation. Product testing was performed with meter. Only. No defect found test strips were not returned for evaluation most likely underline root cause mlc-058 added. User had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Poor tech-inaccurate reference.